Manufacturer narrative:
Patient date of birth: (B)(6). Device is a combination product. (B)(4).   Device evaluated by MFR: a promus premier ous mr 16 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 8 most distal stent strut rows were damaged and stretched distally such that the distal end of the stent was covering the distal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The patient had myocardial infarction less than 72 hours prior to procedure. The 90% stenosed, 16mm in length, de novo target lesion was located in the 2.5mm in diameter, moderately tortuous, and mild to severely calcified left circumflex (lcx) artery. The lesion contained >45 and <90 degrees bend. The lesion was pre-dilated with 2.0x15 balloon catheter and the percent stenosis of the lesion immediately after pre-dilation was 80%. A 16 x 2.50 promus premier¿drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.